Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. There was no image issue observed during the evaluation. A device history review was completed, and no issues were identified. Per instruction for use (IFU), it states, ¿should any irregularity be observed, do not use the camera head; contact olympus. Based on investigation results, the reported issue was not confirmed since during evaluation, the reported phenomenon was not reproduced. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Event description:
The customer reported to olympus that while using the camera head, the image transmission had stripes. There was no patient harm associated with the event.

Manufacturer narrative:
E2/e3 (reporter occupation): no information provided. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.